Event description:
The account stated that the axsym toxoplasmosis igm reagent has generated false negative results on 2 patient samples when compared to other methods. In 2008, the results for patient #1 were; ax toxo g >2000; ax toxo m 0.448 (negative); vidas biomerieux 1.7 (cutoff 0.65); sorin microplate >2; iga 40 u; avidity vidas 6% (limit 20%) low. One month later, the axsym toxo-m result was 0.337 (negative) there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4): device/samples not returned. Retained kit testing met all specifications. The customers complaint was investigated and the results are as follows: a file sample of axsym toxo igm reagent kit stored at abbott laboratories, list number 9k09-20, lot number 67774hn00 (which contains the same filled vials as lot number 67774hn01) was tested in combination with axsym toxo igm calibrator/ controls and in-house panels used for determine sensitivity of axsym toxo igm reagents. The calibration met the required assay validity requirements (assay parameters). The negative control, positive control values were within the specifications as stated in the package insert and sensitivity panels were within manufacturing specifications. No sensitivity issue was identified. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igm reagent, list number 9k09-20, lot number 67774hn00 (and associated sub lots). This review did not identify any problems relating to the customers observation. The customer was referred to the axsym toxo igm, (B)(4), assay package insert (B)(4) states: sample collection and preparation for analysis: all samples (patient samples, controls and calibrators) should be tested within 3 hours of being placed on-board the axsym system. Refer to the axsym system operations manual, section 5, for more detailed discussion of on-board sample storage constraints. Samples may be stored for up to 7 days at 2-8 c after the date of collection. If testing will be delayed more than 7 days, the specimens should be stored at -10 c or colder. Mix after thawing to insure consistency in results and centrifuge at > 10,000 x g for 10 minutes before testing. This assay has not been validated for specimens, which have undergone more than five freeze/thaw cycles. Specimens should be free of fibrin, red blood cells, or other particulate matter. Specimens showing particulate matter, erythrocytes or turbidity must be clarified by centrifugation at > 10,000 x g for 10 minutes before testing. Heat treated specimens, lipemic specimens, grossly hemolyzed specimens, or specimens with obvious microbial contamination should not be tested with this procedure. For optimal performance, it is important to follow the routine maintenance procedures defined in the axsym system operations manual, section 9. If your laboratory requires more frequent maintenance, follow those procedures. The occurrence of the nonreactive axsym toxo igm results for the sample in question remains unclear. The investigation of reagent lot number 67774hn00 (and associated sub lots) showed no indication that the sensitivity of the assay might be adversely affected. Returns have not been received, neither of the reagent nor the sample. Based on our investigation, we have determined that axsym toxo igm, list number 9k09-20, lot number 67774hn01, identified in the customers complaint, is currently meeting its safety, effectiveness, and label claims. The cause of the customers observation remains unclear, since the samples in question were not available for our investigation. Upon receipt of the samples an additional investigation will be performed. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, list number 9k09 that has a similar product distributed in the us, list number 4b25. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: device not returned. Retained kit testing of reagent lot 72139hn00 met all specifications. Return patient samples were tested and results are (B)(6), which is discordant to other methods (vidas and architect toxo igm), but performance test regarding sensitivity met specifications. Two patient samples were received after completion of our original complaint evaluation, which was opened due to the customer's observation of 2 potential false (B)(6) results. The returned specimens were tested with axsym toxoplasmosis (toxo) igm, ln 9k09, lot 72139hn00, as lot 67774hn00 was already expired. Sample #1 was tested (B)(6) and sample #2 (B)(6). To ensure that lot 72139hn00 is performing acceptably, sensitivity testing was performed. The control values were within the specifications as stated in the package insert and the panels were within manufacturing specifications. On the basis of the results obtained during our investigation both returned samples #1 and 2 are false (B)(6) on axsym toxo igm. Overall, the added results do not change the outcome of our previous evaluation. The reason for the occurrence of the (B)(6) axsym toxo igm results for the samples in question remains unclear. The investigation of the reagent lot number 67774hn01 (and associated sub lots) showed no indication that the sensitivity of the assay might be adversely affected. We have determined that axsym toxo igm reagent, list number 9k09-20, lot number 6774hn01, identified in the customers complaint, is currently meeting its safety, effectiveness, and label claims.